Event description:
Customer kept receiving an error 5 as soon as the meter is turned on and a test strip is inserted. Customer had cleaned the meter and was walked through inserting a new test strip during troubleshooting. This issue was still not resolved.